Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 02866, 0001825034 - 2018 - 02867. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Root cause was unable to be determined. Not returned to manufacturer.

Event description:
It was reported that there was acute blood loss during procedure requiring multiple transfusions. Attempts have been made and no further information has been made available at this time.